Event description:
Pressure line tubing disconnected from apm and hanging on vent leaving an open circuit. On a set pip of 24, 16-17 pip was measured and the vent did not alarm. This happened at 1525 when the pt came back from or intubated, first blood gas had co2 in the 180's.